Event description:
It was reported that guidewire coating peeled off. A .035in, 185cm, j tip, b5 back-up meier guidewire was used during the procedure. However, multiple places of the guidewire coating peeled off. The device was removed and no coating/wire fragments were left inside the patient's body. The procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch batch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned for this complaint. It was observed that the coating was peeled off at distal and middle section.

Event description:
It was reported that guidewire coating peeled off. A .035in, 185cm, j tip, b5 back-up meier guidewire was used during the procedure. However, multiple places of the guidewire coating peeled off. The device was removed and no coating/wire fragments were left inside the patient's body. The procedure was completed successfully. There were no patient complications reported.